Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported, a melted area on the ac power cord. The pump was returned to the biomedical engineering department with an unsigned note that stated, "started smelling like melted plastic or burning oil when in use on a patient." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, a melted area was noted on the ac power cord and a "slight discoloration" was found on the pump case. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.